Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted electively and returned for disposal. There were no allegations against the functionality of the ICD. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Initial analysis found that the ICD had no telemetry or function. In addition, a memory download could be performed. The titanium case was opened to perform detailed analysis on the device¿s internal circuitry. Visual inspection did not find any irregularities. The battery voltage was measured and found to be at 0.402 volts. Detailed testing of the internal circuitry found evidence of a shorted condition. The damage was consistent with the device being exposed to an external high voltage, most likely an external defibrillator. Laboratory analysis was unable to confirm if this damage occurred while the ICD was implanted or after it had been explanted. In addition, there were no reports of loss of telemetry reported from the field prior to or during the lead revision procedure nor were there any reports of external defibrillation being administered. The damage does not appear to be related to the issues of t-wave oversensing resulting in inappropriate therapy that was initially reported with the rv lead (MDR report number 2124215-2014-17831).